Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2016. "Normal power consumption. Additional notes: 47 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.5 lpm. 3 high watt alarms have been logged at the following times: (B)(6) 2016 at 11:33:55, (B)(6) 2016 at 11:36:14, (B)(6) 2016 at 11:43:41, the high watt alarm limit is currently set to 7.0 w. Starting (B)(6) 2016, power consumption decreased below normal operation. Power consumption returned to within normal limits (B)(6) 2016. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Suction events can lead to the ingestion of tissue/clot from inside the lv, and may also lead to episodes of ectopy. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. Bending and kinking of the outflow graph may result in a low flow alarm. All alarms should be reported. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient stated that he was at home and when he bent over to pick something up from floor, he instantly got a low flow alarm that could not be corrected. Patient was admitted to the hospital and log files were sent in to the manufacturer, which showed sustained low flow alarms. Patient is stated to be scheduled for a pump exchange on (B)(6) 2016 which showed kink in outflow graft. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Vad pump (B)(4) was returned to heartware for evaluation, whereas only a short segment of the outflow graft was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported inadequate flow rate' event was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption and multiple low flow alarms for the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. Furthermore, site noted a "kink in distal outflow graft" during pump exchange, thus visually confirming the kinked/bent in the outflow graft. This finding of the kinking/bending in the outflow graft also correlates with the reported inadequate flow rate. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to a kinked/bent outflow graft. The most likely root cause of the reported event is either shock to the device or getting it wet, as described in the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Entered in error :the most likely root cause of the reported event is either shock to the device or getting it wet, as described in the event. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Additional information received from the site indicated that the patient was take to the operating room where a CT chest scan (no contrast) revealed no abnormalities; however, flows continued to remain low. Upon opening the chest the distal outflow graft was noted to be kinked. The patient's pump was exchange and he reportedly tolerated the procedure well. The device was returned for analysis and passed testing. Based on the available information there is no evidence to suggest that a malfunction of the device caused or contributed to the reported event. The reported event of "inadequate flow rate" was confirmed via review of the controller log files, which revealed a sustained decrease in estimated flow and power consumption and multiple low flow alarms for the reported event date. The most likely root cause of the inadequate flow rate can be attributed to a kinked/bent outflow graft.. Clinical factors that may have contributed to the reported event include the patient position which may have affected flows of the device and outflow position. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received via a voluntary medwatch revealed that when the patient was undergoing his pump exchange, the outflow flow was noted to be profoundly kinked. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.